Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain\physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti and back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for birth control as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), infection ("infection"), dysuria ("pain with voiding") and device allergy ("allergic reaction to essure"). The patient was treated with ibuprofen (motrin) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, infection, abdominal pain, dysuria, device allergy, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device allergy, dysuria, genital haemorrhage, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, pelvic/abdominal pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful fallopian tube occlusion bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain\physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti and back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for birth control as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) of 2011, the patient experienced abdominal pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), infection ("infection"), dysuria ("pain with voiding"), device allergy ("allergic reaction to essure") and post procedural complication ("post removal complication"). The patient was treated with ibuprofen (motrin) and surgery (supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage had not resolved and the infection, abdominal pain, dysuria, device allergy, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device allergy, dysuria, genital haemorrhage, infection, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, pelvic/abdominal pain. Patient received psych related to essure. Patient resolved post removal pain and bleeding. Patient removal complication recs was pending. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful fallopian tube occlusion bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new event post removal complication was added. Outcome of the events general abnormal bleeding and pelvic pain were updated to not recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain\physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti and back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for birth control as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), infection ("infection"), dysuria ("pain with voiding") and device allergy ("allergic reaction to essure"). The patient was treated with ibuprofen (motrin) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, infection, abdominal pain, dysuria, device allergy, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device allergy, dysuria, genital haemorrhage, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, pelvic/abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: successful fallopian tube occlusion bilaterally. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received- case was upgraded from non-serious incident to serious incident. Removal date was added. Medical significant for event genital hemorrhage was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.